Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up an episode of vt treated by a shock was noted. Review of the episode revealed inappropriate shock for svt. Programming changes were made. The patient is stable.